Manufacturer narrative:
Hospital is retaining unit and will not release to applied for eval. In the absence of the device we are unable to determine root cause or failure mode. Product will not be made available to MFR for eval. Therefore, we are closing our file. Maude report indicated no harm to pt.